Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the 3100 high frequency oscillating ventilator (hfov); the start/stop button does not work. Carefusion technical support in conjunction with the customer, determined the most likely cause is the ddi pcb (dynamic displacement indicator printed circuit board). There is no report of patient involvement associated with the event.